Manufacturer narrative:
Based on the information received, clinical evaluation confirmed the reported type iiia endoleak. Clinical evaluation refuted the reported event complete component separation, rather there was loss of overlap. Also, there was significant sac growth noted at this time interval. Clinical evaluation also found that at 43 months post implant there was a type ia endoleak; stent movement; loss of overlap due to aortic remodeling; and el 2. One day post discharge from the above repair: readmission for low blood pressure, atrial-fibrillation and nausea/vomiting. Medical management included fluid resuscitation and anticoagulation. The most likely cause of the loss of integrity and the stent cuff movement was the pre-existing connective tissue disorder (cautionary product use condition), and the dilation/angulated remodeling of the aorta. This resulted in a loss of adequate overlap, but not component separation. No user-/procedure-related contributing issues or off-label product use conditions were identified. Associated clinical harms for this device failure included: type 1a endoleak; type iiia endoleak; sac growth; and, an additional secondary endovascular intervention. Procedure-related harms included: readmission one day post discharge for new onset of atrial fibrillation and hypotension due to dehydration; and, a type ii endoleak. The patient was medically managed and discharged the next day. There were no further reports of negative patient sequelae. The devices remain implanted in the patient and will not be returned; therefore, device evaluation will not be completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. (B)(4).

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent and a suprarenal aortic extension. On (B)(6) 2017 the patient had a routine follow up where an angiogram showed the patient had a type 3a endoleak with a component separation. The patient was reported to be asymptomatic and there was no aneurysm sac growth. The physician elected to implant two infrarenal aortic extensions to seal the endoleak.